Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). The 3.5x38mm xience prime stent delivery system (sds) was successfully advanced to the target lesion; however, it could not be inflated. Upon withdrawal from the patient's anatomy, a leak was noted in the sds shaft. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 3.5x38mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues or leaks from this lot. Based on the reviewed information, no product deficiency was identified.